Event description:
It was reported that during a colostomy reversal, there was a complete doughnut on the rectal side but on the colon side, there was only half of a doughnut formed. The patient had too short of a bowel to redo the reverse colostomy after this was done and had to go home in the same condition that they went into surgery with. Patient has been discharged home.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time.